Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.

Event description:
It was reported that during the procedure, the pigtail of the stent was kinked. The procedure was completed with another of the same device and there were no patient injury reported.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Block h11: the polaris ultra ureteral stent was returned for analysis, however, the suture did not return. During visual inspection, and device inspection under magnification, it was found the stent bladder coil kinked, buckled and detached, additionally, it was also observed that the tip and the suture hole torn. The reported event of stent kinked will be confirmed. It is possible to conclude that this issue could be caused by operational factors. Possible some manipulation during the procedure could have caused the kinks. If the positioner is advanced with excess force over the guidewire, the stent can get buckled or accordioned resulting in a difficulty or unable to advance the stent to the target site. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated and torn during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the procedure, the pigtail of the stent was kinked. The procedure was completed with another of the same device and there were no patient injury reported.